Manufacturer narrative:
(B)(4). Further information from the reporter regarding product has been requested. No additional information is available at this time. The events of "a little under the weather," very lumpy and hard, and looks only very slightly swollen are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site. ¿ abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported patient was injected to the chin area (c1 and c2) with unspecified juvéderm® voluma¿. Two and a half months later patient was injected to the nasolabial fold (nl2), lp3 (upper lip), lp6, and vermillion border with juvéderm® volift¿ with lidocaine and to the chin area (c1, c2, c5/c6) with juvéderm® voluma¿ with lidocaine. Prior to injection patient was pretreated with lmx and antiseptic and after injection patient used ice. Four months later fillers in all areas became very lumpy and hard and looks only very slightly swollen in multiple areas (left nasolabial fold, prejowl area, and upper left vermillion). Patient had been ¿a little under the weather for a couple of weeks¿ and noticed a ¿small lump in left pre-jowl sulcus¿ a few weeks prior but thought nothing of it. Patient was prescribed prednisolone, ciprofloxacin, clarithromycin and was treated with hyalase to the left nasolabial fold, prejowl area, and upper lip. Symptoms resolved with antibiotics. This is the same event and the same patient reported under MDR ID# 3005113652-2017-00116 ((B)(4)) and MDR ID# 3005113652-2017-00272 ((B)(4)). This is the first MDR submitted for the first suspect product, the first injection of unspecified juvéderm® voluma¿.